Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty lcd panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the 4k uhd lcd monitor exhibited green stripe on the left of the image. Upon inspection and testing of the customer returned device, the scope exhibited no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to poor contact of lcd panel, there was an image artifact, and no image. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.